Manufacturer narrative:
Patient age/date of birth and weight are unknown. Implant and explant date: device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). (B)(4). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: june 29, 2015. Expiry date: february 28, 2018. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery of a female patient with osteoporotic vertebra started as normal and the surgeons began their work. When the surgeon applied the cement (that would be injected into the vertebra) the cement mixer system failed and locked. It was then impossible to mix the cement. The surgeon asked for a second mixer and similarly the used system locked and no cement slurry achieved. The surgeon used force and the handle broke. The cement began to set immediately and the surgeon failed to place the cement. The product had never contact with the patient because the cement did not work and failed during the preparation. The surgeon could not filled the osteoporotic bone with the cement and just put the click x screw as planned. The surgery was not prolonged. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: one mixer was found broken and the second mixer was filled with cement. The returned kits as well as the retention samples bearing the lot number in question have been analyzed in the laboratory by the manufacturer. The conducted investigation of the retention sample shows no deviations from the specified use of mixed systems. In one system, a leakage of cement at the area on the threads of the transfer cap is clearly visible. The other system was cut in cross section showing that the piston of the mixer had been advanced to the end, and the cement had been emptied indicating that the handle from the mixing broke after the application. Since no manufacturing related issue was found and the specific circumstances and user technique are not known the exact cause of failure could not be determined. However, this complaint condition is most likely a result of method of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.